Event description:
Customer reported that intermittently both displays are scrambled. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and reseated connectors and pcb's. System operates as intended. This MDR is related to ge healthcare complaint.